Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 4.753 mg/day via an implantable pump. The indication for use was . It was reported that the patient had an infection at the spinal incision. It was unknown if any environmental, external or patient factors that may have led to the event. Diagnostics included interrogating the pump. The system was scheduled for explant on (B)(6) 2016. The issue was not resolved at the time of the event. Per the reporter the patient was a visitor and was managed in another state and there was very little available information about the patient's management or health status. The patient's status at the time of the event was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.